Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when drilling, a drill bit got stuck in the middle of a drill sleeve and could neither be advanced nor removed."

Event description:
As reported: "when drilling, a drill bit got stuck in the middle of a drill sleeve and could neither be advanced nor removed."

Manufacturer narrative:
The reported event could be confirmed, since the sleeve was stuck on the drill bit as complained and matches the alleged failure. The device inspection revealed the following: the inspection has shown that the drill sleeve is completely stuck on the drill bit in the received condition, no movement between the devices was possible. And there was not clearance between them. It was possible to disassemble the devices with the r&d specialist help during the investigation. After that, the drill bit showed extensive signs of degradation. Around the middle, the drill was worn out, most likely due to constant interaction with the sleeve during rotation. Minimal clearance and repeated relative surface motion may have led to fretting, most likely due to excessive misaligned rotation during the surgery, causing friction. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, with the extent of damage, it can be ascertained that the root cause of the issue is user related. Drill getting stuck inside the sleeve is a direct result of excessive friction between the drill and the sleeve due to a potential misalignment during use, leading to fretting. If any further information is provided, the complaint report will be updated.